Manufacturer narrative:
Analysis was able to confirm the customer comment that the programmers stylus could not be calibrated. It was noted that the disk drive did not read disks. It was also noted that there were broken tabs on the power cord bay door and a broken left keyboard hinge in addition to a missing keyboard slide. It was further noted that the lower case feet were worn and the media bay door was damaged. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded, and updated software. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus could not be calibrated on the programmer and as a result the programmer could not be used to program accurately. There was no patient involvement.